Manufacturer narrative:
(B)(4):certain® gold-tite® hexed screw was received and photo taken. Visual inspection confirmed 1. Fracture of the abutment screw at the screw thread 2. Hex damage to the screw head. No lot number was provided therefore a DHR review could not be completed. The root cause of this event could not be determined.

Event description:
It was reported that the dentist had a difficult time getting the tip of the driver to engage with the abutment screw. The abutment screw fractured at placement.

Manufacturer narrative:
Device evaluation anticipated, but not yet begun.